Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert was triggered due to oversensing indicated to be short v-v intervals and increased pacing impedance of the right ventricular (rv) lead. The svc coil impedance was indicated to be varying and the lead was suspected to be fractured. The patient lives in another country and wants to be treated by her following physician. The patient left the hospital against medical advice. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient came back to the hospital. A subcutaneous implantable cardioverter defibrillator (ICD) was implanted. The lead remains in use.